Event description:
The event is reported as: a small hernia remains at the distal end of the balloon after it is deflated. There was some pain for the pt during withdrawal of the catheter. No pt injury or intervention reported.

Manufacturer narrative:
The device sample will be sent by the french affiliate to the mfg facility for eval. The results of the investigation are not available at the time of this report.